Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012, and the patient was reimplanted with another device during the same surgery. Correction: the correct device serial number is (B)(4); not (B)(4) as previously reported. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed august 16, 2013.